Event description:
On 9/24/96, the customer reported five positive bhcg results which were confirmed as negative by another test and by the assay instrument, after troubleshooting the next day. Service was in the account prior to the event. The customer ran as usual and did not run controls after service left. The customer became suspicious because all five of the pts, which were from ER, were positive. The customer tried to calibrate the assay and it failed. While troubleshooting the instrument, the customer noticed there was a leak in bulk solution 3. Tightening the connections and flushing lines 1 and 3 resolved the issue. The pts' samples were retested the following day and they were all negative. Correct results were issued. No report of injury.

Event description:
On 9/24/96, the customer reported five positive bhcg results which were confirmed as negative by another test and by the assay instrument after troubleshooting the next day. Service was in the account prior to the event. The customer ran as usual and did not run controls after service left. The customer became suspicious because all five of the pts, which were from ER, were positive. The customer tried to calibrate the assay and it failed. While trobleshooting the instrument, the customer noticed there was a leak in bulk solution 3. Tightening the connections and flushing lines 1 and 3 resolved the issue. The pts' samples were retested the following day and they were all negative. Correct results were issued. No report of injury.

Event description:
On 9/24/96, the customer reported five positive bhcg results which were confirmed as negative by another test and by the assay instrument, after troubleshooting the next day. Service was in the account prior to the event. The customer ran as usual and did not run controls after service left. The customer became suspicious because all five of the pts, which were from ER, were positive. The customer tried to calibrate the assay and it failed. While troubleshootin the instrument, the customer noticed there was a leak in bulk solution 3. Tightening the connections and flushing lines 1 and 3 resolved the issue. The pts' samples were retested the following day and they were all negative. Correct results were issued.l no report of injury.

Manufacturer narrative:
Investigation report: the analyzer generated five false positive results for the bhcg. The customer had observed a loose connection in the matrix cell wash line, which allowed air to be introduced into the system. Once air entered the tubing, wash dispense volume decreased, and produced the evelated bhcg results. The customer tightened the connections and flushed the lines to resolve this issue. Corrective actions, for troubleshooting this observed complaint, can be found in the operations manual: section 10, troubleshooting and diagnostics; observed problems for mea test results too high, air bubbles in fluidics components, and meia test results erratic. An upward trend, pertaining to this type of malfunction, has not been found. No corrective action will be taken at this time. This is the final report.

Event description:
On 9/24/96, the customer reported five positive bhcg results which were confirmed as negative by another test and by the assay instrument troubleshooting the next day. Service was in the account prior to the event. The customer ran as usual and did not run controls after service left. The customer became suspicious because all five of the pts, which were from ER, were positive, the customer tried to calibrate the assay and it failed. While troubleshooting the instrument, the customer noticed there was a leak in bulk solution 3. Tightening the connections and flushing lines 1 and 3 resolved the issue, the pts' samples were retested the following day and they were all negative. Correct results were issued. No report of injury.

Event description:
On 9/24/96, the customer reported five positive bhcg results which were confirmed as negative by another test and by the assay instrument after troubleshootring the next day. Servide was in the account prior to the event. The customer ran as usual and did not run controls after service left. The customer became suspicious because all five of the pts, which were from ER, were positive. The customer tried to calibrate the assay and it failed. While troubleshooting the instrument, the customer noticed there was a leak in bulk solution 3. Tightening the connections and flushing lines 1 and 3 resolved the issue. The pts' samples were retested the following day and they were all negative. Correct results were issued. No report of injury.